Event description:
It was reported the pt's doctor moved the pt's ipg deeper in the pocket due to it being superficial and causing discomfort. The procedure took place on (B)(6) 2013 and resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.